Manufacturer narrative:
Corrected data: a date error was discovered with the initial description of the event (b5). It was reported that "the initial report was received on 7/31/3030." This was corrected to "7/31/2020." Additional information was received from the surgeon stating: "as you mentioned, this hemi-pa patch was used to perform a norwood procedure on this neonate. At the end of the procedure there was absolutely no gradient across his aorta and the pressure in the upper and lower extremity arterial lines were identical. The postoperative course, otherwise was uneventful, however routing postoperative echo started to show some gradient across the aortic arch starting around a couple of weeks after his norwood. He started to show signs of elevated blood pressure and we managed that conservatively for a period of time to buy some time and plan for balloon dilation when things are much stronger to decrease the risk of the procedure. CT scan showed a recurrent coarctation at the distal end of the patch and this is a bit unusual to develop that early. I actually never saw it that early in the hospital (about 10-15 % recurrence is estimated months down the road). Anyway he was not progressing well and I decided to take him to the operating room to fix it. I did a left thoracotomy and just used a photofix patch to enlarge this area of the coarctation. It was actually tight, but he did well and recovered and was discharged from the hospital. Now, it is hard to identify the etiology in situations like this. As you know, I literally used hundreds of these patches and this is the first incident and I was surprised by this early scarring at that time after norwood." The certificate of assurance for graft 11462209 was reviewed. All attributes identified during inspection were documented appropriately on the certificate of assurance. There are no rejectable attributes per procedure. Graft 11462209 was not returned to cryolife so no direct observations could be made. During the inspection of each cardiac graft, a qualified inspector wearing surgical loupes inspects the graft noting any attributes such as holes, tears, disruptions, plaque, etc. The inspector¿s training records were reviewed and she was found to be appropriately trained at the time the task was performed. As described by the surgeon, this patient presented with (re)coarctation of the aorta. Recoarctation of the neoaorta or neoaortic arch obstruction is recognized as a common complication after the norwood procedure, with rates from the literature ranging from 11% to 37% (ashcraft 2008, cleuziou 2013, sakurai 2012, ballweg 2010, feinstein 2012, fraisse 1998, porras 2011 ). Pulmonary homografts are usually considered the best material to reconstruct the aortic arch because they can be trimmed with an aortic arch-like shape, and there is minimal surgical bleeding through suture holes (bautista-hernandez 2007). They also reported that recurrent arch obstruction after the norwood procedure is related to the technical adequacy of the reconstruction and failure to extend the homograft around the arch rather than a lack of growth of the augmented aorta. Without histologic examination of the tissue, a root cause for the reported event cannot be determined. Fibrosis or scarring around the allograft could lead to narrowing of the aorta; however, scar contraction is usually a more long-term consequence; i.e. Greater than 6 weeks. Significant fibrosis in this timeframe would be unusual, as the surgeon stated. Technical complications related to surgical technique remain a possibility. ¿graft stricture" is listed in the cryopatch sg IFU as a potential known adverse event associated with the use of patch material in cardiac reconstruction. The sg cryopreserved human tissue risk file was reviewed and found to be adequate. The IFU lists graft stricture as a potential adverse event during the use of sg cryopatch tissue. No new risks were identified during the course of the risk management departmental complaint investigation. The occurrence of identified risks did not increase as a result of this event. All risks identified have been mitigated as far as possible and residual risk is acceptable. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to cryolife is accurate or has been confirmed by cryolife.

Event description:
According to the initial report received on (B)(6) 2020, patient with a hypoplastic left heart received sgph00 serial number (B)(6) on (B)(6) 2020 as part of a norwood procedure and experienced a coarctation on (B)(6) 2020.

Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.

Event description:
According to the initial report received on 7/31/"3030", patient with a hypoplastic left heart received sgph00 serial number (B)(4) on (B)(6) 2020 as part of a norwood procedure and experienced a coarctation on (B)(6) 2020.